Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya2059 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion, the user was unable to withdraw wire which shredded/broke on withdrawal.